Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to it not consistently working. During the procedure the existing device was removed and a new ipp was implanted. Pump malfunction was suspected, however no air or visual damage to pump or reservoir was noted at explant. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. Product analysis confirmed a device malfunction with the pump. The pump failed the inflation test and therefore did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump also failed the valve deactivation test which indicates that fluid is flowing through the pump when it should not be. These test failures would therefore affect the functionality of the device and confirm a device malfunction. The pump is therefore the most probable cause of the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to it not consistently working. During the procedure the existing device was removed and a new ipp was implanted. Pump malfunction was suspected, however no air or visual damage to pump or reservoir was noted at explant. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.